Event description:
It was reported the battery was slow to charge, and pump needed to be charged daily. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, was noted to be out of warranty and in process of renewal, and no additional information was received regarding corrective actions or event outcome.